Event description:
It was reported a patient death occurred. Procedure summary during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a transfemoral approach with moderate to severely tortuous iliofemoral tracts. The mildly calcified native aortic annulus measured 21mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with two (2) inflations of a 20mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced and commissural alignment was performed. The acurate neo2 valve was released at the intended location. During the conclusion of the procedure, when the isleeve introducer sheath was removed, the patient became hypotensive. Coronary perfusion pressure was confirmed to be adequate. Bleeding occurred at the access site due to perclose suture failure. A non-bsc 8mmx100mm 9f covered vascular stent was implanted in response to the bleeding. The patient's condition stabilized, and the procedure was concluded. Event summary twelve hours (12) post procedurally the patient experienced vasoplegia, refractory shock, and died. The official cause of death was refractory shock.